Manufacturer narrative:
The user facility has returned the impella device, and the benchtop analysis revealed that the root cause of the low pump flow was biomaterial.

Event description:
A 61-year-old male presented with sepsis, pericardial effusion, myocardial infarction and in cardiogenic shock. The plan was to perform a pericardial drainage, place an impella cp with smartassist cardiac pump for hemodynamic support and perform a percutaneous coronary intervention. The impella cp has been successfully placed during cardiopulmonary resuscitation and has been running for 20 minutes when the flow rate of the pump dropped to 0 l/min with the pump motor still running. The pump has been removed and the decision has been made by the attending physician not to insert a new impella device due to the patient¿s condition. According to the cardiologist¿s assessment, the impella cp malfunction was not the cause of the patient¿s death but a coincidence. Currently, cause of death is unclear. An autopsy will be performed.

Manufacturer narrative:
Investigation of returned pump and logfiles is ongoing. If possible, additional clinical information will be obtained for investigation. A supplemental report will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.